Event description:
Customer reported symptoms of hypoglycemia with a compact plus system blood glucose result of 50 mg/dl, self-treated, retest within 10 minutes was 100 mg/dl. The customer reported no adverse event relative to this discrepancy. Strips not available for return, replacement system sent.